Manufacturer narrative:
B3: estimated based on reported event occurring in (b)(3) of 2023.

Event description:
It was reported that device leak occurred. A left atrial appendage closure procedure was performed and a watchman flx closure device was implanted on (b)(3) 2021. Transesophageal echocardiogram performed in the spring of 2023 showed that the closure device was leaking. In (B)(6) 2023, a coil was placed in the leak.